Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-op, a high number of t-wave oversensing (twos) and high rate non-sustained episodes were observed. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.